Manufacturer narrative:
Site representative, (B)(4), declined to provide patient demographic information. On 06/17/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Could not use the mouse to scroll through images while in the cranial application. Different tools, such as move, could be clicked on, but one they were engaged, the images still could not be scrolled through or moved or adjusted. Exited the software & came back into the cranial application & all issues resolved themselves. Failure resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system mouse was unresponsive when used as a pointer in views. The site had a plan that they re-set the entry point on. After re-setting the entry, the surgeon wanted to move the plan over but was unable to do so. Whenever the mouse was over the views, the mouse became unresponsive. Clicking and scrolling did not work when the mouse pointer was over the views. Mouse functionality was restored when selecting in the control panel and modify images tab, however, with the mouse pointer in the views, the mouse would not respond. Cycling views did not resolve the issue. The surgeon opted not to use the plan, discontinued the use of the navigation system and completed the procedure without navigation. Delay in therapy was 2 to 3 minutes. There was no impact on patient outcome.